Event description:
The customer reported that there was a discrepancy between her blood glucose and sensor readings. When the sensor readings were low, this caused her insulin pump to go into a threshold suspend state, inhibiting insulin delivery and leading to high blood glucose levels. The customer's blood glucose was 266 mg/dl, which was treated with a bolus. The customer stated that she would treat with glucose pills based upon low sensor readings and was advised not to treat without confirming with a finger stick. During troubleshooting, it was found that on (B)(6) 2014, the customer's blood glucose was 38 mg/dl, but her sensor read 62 mg/dl. It was also found that the customer was inserting her sensor in the side of her lower back as she stated she was having poor results inserting on her abdomen, where the sensor is labeled for use. Proper calibration techniques were discussed. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.